Event description:
It was reported that bd q-syte unable to inject fluid. The following information was provided by the initial reporter, translated from chinese to english: "after PICC catheterization, a needleless infusion connector was used. When the syringe was connected, the liquid could not be injected." "Patients undergoing chemotherapy undergo PICC catheterization and use a needleless infusion connector to connect the catheter. When the syringe is connected and the liquid cannot be injected, a replacement is given."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Batch number corrected to "unknown" in d tab. Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
Device lot corrected to "unknown"